Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: blurry the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization, product transport, or misaligned inner lenses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image during procedure.